Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory noted no suspicious faults or resets. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reason for explant.

Event description:
This supplemental report was sent with analysis results.

Event description:
It was reported that this device was explanted due to an unknown reason. No additional adverse patient effects were reported. The device has been returned for analysis. This report will be updated upon completion of analysis.